Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. He stated that the pressure sensor was deteriorated. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no signs of damage or contamination. The da board was installed in an fi test ventilator. The test ventilator booted up into normal ventilation mode and delivered breaths. The test ventilator was cycled on and off 15 times without producing any errors. The test ventilator was booted into diagnostic mode and the pressure accuracy test (pvt test 4) was successfully performed. The da board was allowed to run in the test ventilator for approximately one (1) hour and no errors were generated. The customer returned data acquisition (da) board was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test (pvt test 4). There was no patient involvement.